Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was not possible to screw the glenosphere into the metaglene. Another product was available. No surgery prolongation.

Manufacturer narrative:
Examination of the return products by a depuy france supplier confirmed the complaint. The root cause is attributed to misuse; the products were deteriorated during the assembly. The DHR analysis of the batches provided shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.